Event description:
It was reported, the patient experienced multiple falls. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: d4 - added primary unique device identification (UDI) number.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.